Event description:
The device user responded to a "witnessed arrest" and arrived on-scene within mins of the arrest. It was reported that pads were hooked up to the pt, the device acquired a clean trace and analyzed a shockable rhythm. The device then began charging, but disarmed itself before fully charging and activating the charged light. This charging/self-discharging behavior was reported to have happened a total of 16 times during the event. A back-up defibrillator was then applied by the user and a shock was administered, followed by meds and CPR. Pt expired. There has been no determination or claim made that the delay in treatment caused or contributed to the pt's outcome.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The device's internal log file was examined and its contents confirmed the user's report. The internal log showed 16 charge/disarm cycles occurring over a period of 4 mins and 21 secs on the date of the event. The pt's rhythm appeared to be shockable and clean (without noise artifact). Testing with an ECG simulator (producing a v fib signal) duplicated the foregoing product behavior. Measurement of current consumption within the instrument indicated that the device's capacitor bank was not charging. Trouble-shooting to locate the cause of this found that two transistors had become shorted. Engineering analysis concluded that the transistors were shorted prior to the clinical event because the device failed beginning with the user's first attempt to charge the device. The earliest log entry was two days before the clinical event. In those two days, there are no log entries indicating that the device was charged and fired. When interviewed, the customer stated they had experienced a "low battery" condition the week before this incident in the shift check with the device, and had replaced the battery. It is suspected that at this time the device had already experienced the internal failure (shorted transistors). A possible cause of the failure is the device being fired (discharged) into an arcing low impedance load. An arcing load is one that opens under the stress of shock energy. The voltage produced by the defibrillator is great enough that it then arcs across the open circuit. Pt pads have too much impedance to cause this type of failure. Nothing was found in the device itself that would cause an intermittent connection. The device user indicated they do not normally fire the device into a defibrillator tester as part of routine testing. With the info avialable, the cause of the transistors' shorting cannot be identified. A review of complaints for this device family identified only one prior similar event that occurred in 2005 on an instrument manufactured in april, 2001. The device that is the subject the present complaint was manufactured in march, 2005. The overall conclusion of the investigation is that the reported malfunction was confirmed and was due to the electrical shorting of two transistors inside of the device. How the transistors came to be shorted could not be conclusively identified.